Event description:
It was reported that device fracture occurred. The patient presented for coronary angioplasty. A 12 x 2.75 promus premier drug eluting stent was introduced to treat the target lesion. During the procedure, the device fractured at the point where it was coming out of the guide catheter. The device was removed, and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft, outer and inner lumen, and mid-shaft section. Microscopic analysis showed no issues with the stent, balloon profile, and stent positioning. The bumper tip showed signs of distal tip damage (the tip appeared pinched) and the inner/wire lumen was stretched between the distal markerband and distal tip. No other device issues were identified during returned product analysis.

Event description:
It was reported that device fracture occurred. The patient presented for coronary angioplasty. A 12 x 2.75 promus premier drug eluting stent was introduced to treat the target lesion. During the procedure, the device fractured at the point where it was coming out of the guide catheter. The device was removed, and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable.